Manufacturer narrative:
A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5355603 was released in a single batch. Batch1: lot qty of (B)(4) units were released on december 20, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Investigation flow: damage. Visual inspection: the verse x25 inserter/tightener (part #: 299704230, lot #: gm5355603) was returned and received at us customer quality cq. Upon visual inspection, it was observed that the distal tip of the device was stripped and twisted. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium verse x25 final tightener. Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed for the verse x25 inserter/tightener (part #: 299704230, lot #: gm5355603). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a spinal fusion surgery one of the shafts was discovered to be damaged and crooked. There was no patient consequence. This report involves one (1) expedium verse spine system inserter/tightener x25. This is report 1 of 1 for (B)(4).